Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2012 the lv impedance doubled. Fluoroscopy confirmed lv lead dislodged into cs os. This lead was explanted and replaced.